Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead had a chronic decrease in r wave amplitude from 21 millivolts at implant to 4.5 millivolts. There were also several non-sustained episodes that showed t-wave oversensing. The sensitivity was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.